Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead experienced syncopal episodes while near a department store security door. Review of stored device memory revealed episodes of noise that correlated with the syncopal episodes. The noise was oversensed resulting in pacing inhibition for greater than two seconds of asystole in addition to an inappropriate shock. The patient was noted to be pacemaker dependent. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) and discussed troubleshooting options. No additional adverse patient effects were reported. This product remains implanted and in service.